Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that during drilling to make drill holes in tibia bone, pin snapped. The broken pin dropped in the patient body but it was removed.

Event description:
It was reported that during drilling to make drill holes in tibia bone, the pin snapped. The broken pin dropped in the patient body, but it was removed. The surgery was delayed over thirty (30) minutes to retrieve the broken pin.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned drill was identified to be fractured and analysis of the fracture determined that it was due to bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.